Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently blurry. In addition, the device did not respond to the front panel selections. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction of a blurry display was not replicated or confirmed after extensive testing. The color cable was replaced as precaution. The customer's report that the front panel was not respond was not replicated or confirmed. A review of the device's activity log did not find any occurrences to confirm the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.